Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 3006705815-2017-01107, reference MFR report: 3006705815-2017-01108, reference MFR report: 1627487-2017-04827. It was reported that the patient developed an infection at their ipg and lead sites. As a result the patient was given oral antibiotics and underwent surgical intervention to have their scs system explanted. Note: this patient has two model 1192 anchors from the same lot.